Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+, thick and tethered leaflets. An xtw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 20-30 degrees. To stabilize the clip, an additional xt clip was implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the images/cine review and the information provided by the account, the reported unintended movement associated with clip opened while locked per the physician is due to the thickened leaflets (patient conditions). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+, thick and tethered leaflets. An xtw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 20-30 degrees. To stabilize the clip, an additional xt clip was implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.